Event description:
Reporter indicated that vns patient had passed away due to natural causes. The patient reportedly had multiple health issues. The patient was found dead in the morning. No autopsy was performed. Device diagnostic testing eleven months prior to death was within normal limits, indicating proper device function at that time. The patient reportedly experienced no change in seizure control with the vns therapy and was receiving therapy at the time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.